Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of an ultrasound guided percutaneous drainage placement procedure, the length of trocar needle allegedly was shorter than catheter and tip of the needle was not exposed. The procedure was completed by replacing another device. There was no patient contact.

Event description:
It was reported that during preparation of an ultrasound guided percutaneous drainage placement procedure, the length of trocar needle allegedly was shorter than catheter and tip of the needle was not exposed. The procedure was completed by replacing another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation; one photo was provided for review. The photo shows the distal portion of the pigtail drainage catheter which was already loaded with trocar needle. The sharp tip of the trocar needle is slightly exposed at the distal tip of the pigtail drainage catheter was noted. The manufacturing site evaluation states that based on the visual evidence provided for evaluation, the problem reported as length of trocar needle was allegedly shorter than catheter is inconclusive as it is not possible to determine whether or not the concern is manufacturing related without the physical sample. Therefore, the investigation is inconclusive for the reported event. A definitive root cause for the defective component could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.